Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submtited once additional information is available.

Event description:
A customer reported his adc meter "keeps showing 44 when testing, even on control solution test". As a result of this issue, the customer reported that on (B)(6) 2011 around 3:00pm, in a store, he was unable to test and "bottomed out." The customer denied a loss of consciousness, but reported symptoms of "disoriented, sweating, was losing balance." Paramedics were called and administered "a shot" to the customer, although the customer stated he was "not sure what the shot was". The customer was also treated with oral glucose by the paramedics, but was not transported to a health care facility. No self-treatment was reported. There is no report of death or permanent impairment associated with this event.